Event description:
It was reported that during a da vinci-assisted surgical procedure, the tenaculum forceps instrument was not functioning properly. The procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: there was a three minute delay and no reported injuries.

Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.